Event description:
The customer ran a blood test on the contour usb and received a reading that was over 50mg/dl higher than readings on a different meter and in the lab. The specific results were not provided. Depending on the actual blood results, the difference between the readings could fall in the "c" zone of the error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided. Product is not expected to be returned at this time.